Manufacturer narrative:
(B)(4). The investigation showed that one fiber was cracked. This could happened when the fiber is shrinking or when the device gets external stress. (B)(4).

Event description:
On (B)(6) 2011 the customer stated that the air came more than usual out of the top part of the device. The leakage was detected during priming. (B)(4).